Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The product was found to be manufactured/inspected according to criteria/procedure.

Event description:
It was reported on (B)(6) 2026 that a blade surface was not smooth, intraoperatively. Post-operatively, partial detachment of the corneal endothelium and posterior elastic membrane was observed at the incision site. Intervention was required and no further issues were reported.